Event description:
The customer reported a disposable leak in the centrifuge an hour into a mononuclear cell(mnc) collection procedure. The operator aborted the procedure and restarted on a new disposable set. Blood loss to the patient was approximately 150ml. Patient is stable and no medical intervention was necessary for this event. The customer declined to provide the patient's ID. This report is being filed in response to the customer filing a medwatch report.

Manufacturer narrative:
Investigation: per the customer, the operator heard a loud clunk noise after 1 hour and 5 minutes into the collection and noted the tubing by the upper collar was frayed, there was no leak. The disposable set without the collection bag was returned for investigation. The loop was visually inspected and deep abrasion marks were noted on the upper hex collar with the corners slightly rounded. The upper bearing was broken and detached from the loop sleeve and the braid was frayed. The 4 lumen tubing loop remained intact despite the broken bearing and frayed braid. Also, minor abrasion marks on the 4 lumen tubing were noted approximately 2.5 inches above the upper loop sleeve. These abrasion marks align with the 4 lumen tubing port exiting the centrifuge. The leak location was not located following visual inspection of the channel, channel tubing connections and the 4 lumen tubing. The presence of the abrasion marks on the upper hex collar indicates misloading of the upper collar hex in the holder. The misloaded upper collar was confirmed by duplicating the loading conditions during the investigation. If the upper centrifuge collar hex is not fully seated in the holder the holding pin does not secure the upper loop properly. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the investigation identified two possible causes of the incident: malfunctioning holding pin, the upper loop was not fully seated in the holder. Due to nature of the design of the product,the method used to load the set is vital to ensure the system functions properly.